Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a cougar ls 7.5 degree cage during an olif the cage broke while surgeon was impacting and trying to place cage. All pieces were safely and fully removed.

Manufacturer narrative:
Visual examination of the returned device revealed the cage was broken into two pieces. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined from the information provided. However, higher than anticipated torque levels when applied to insertion tools can cause splitting or fracture of cage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.